Event description:
It was reported that after placing the balance guide wire, a stent was implanted. When the stent delivery system was retracted, resistance was felt. When ivus was advanced, the guide wire moved back. An attempt was made to hold and advance the guide wire, but it was unsuccessful. Ivus and the guide wire were removed together and it was observed that the tip of the guide wire had separated and remained the rhv connection.